Event description:
In 2009, the patient reported that last night he noticed moisture in the cartridge compartment of the infusion device and his blood glucose was elevated. He stated that when he removed the insulin cartridge he could smell insulin. He stated that at 12:44am, his blood glucose measured 411 mg./dl and he bolused 10 units of insulin and ate a glucose bar and drank a "boost" drink. When he woke up at 7:20am, his blood glucose measured 311 mg/dl and he bolused 2 units of insulin. His blood glucose measured 261 mg/dl before leaving home and then elevated to 330 mg/dl and he bolused 10 units of insulin. He was assisted in switching to his backup infusion device and he was advised to allow the primary device to dry. Upon follow up in the next day, the patient reported that his infusion device had dried and his blood glucose has returned to normal. The patient called back in the following day, to report moisture in the cartridge compartment. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.